Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the top plastic part of the pump is all damaged. The customer stated that the soft ring was unable to rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies were noted. The pump was received with operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No rewind anomaly was noted. The pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked case at the reservoir tube window corners, broken battery tube threads, a cracked case at the display window corners and minor scratches on the lcd window.